Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not undergo further medical treatment. The recipient is successfully using the device. This is the final report.

Event description:
The recipient reportedly experienced a gusher during implant surgery.